Event description:
Reporter indicated a vns therapy patient's generator could not be interrogated and that "the battery was dead." The patient is "recently having increase in seizures." A battery life calculation revealed the patient's generator is -2.08 years until the elective replacement indicator reads "yes." Revision surgery is likely. Good faith attempts to obtain additional information have been unsuccessful to date.